Event description:
It was reported that the mounted stent migrated partially. The target lesion was located in the highly calcified internal iliac artery. A 7.0x20x135cm express ld vascular was selected for use. During procedure, the device was unable to cross the lesion and the mounted stent migrated partially. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.